Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 28-dec-2017 a field service engineer (fse) followed-up with the customer over-the-phone and confirmed that after the replacing the sampling needle assembly, the g8 instrument was performing within specifications. The customer was able to confirm proper sampling needle assembly operation by running quality controls, which passed without any errors. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial (B)(4), from 22-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter - troubleshooting, states the following: 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect the syringe-l and execute smp. Reset 704 sample not found this error occurs when an empty rack, with no samples, is placed on the sample loader and the start command is input. The rack should be placed on the right hand side of the instrument. If this error occurs even when samples are in place, there could be a sensor problem. Contact technical support. Chapter 5, maintenance, section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to a bent sampling needle assembly.

Event description:
On (B)(6) 2017 a customer reported getting 704 sample not found, 706 syringe-l, and 710 z-axis error messages with the g8 instrument. The customer reported that the sampling needle assembly looked bent. The tosoh technical support sent a sampling needle assembly to the customer for replacement. The customer is unable to run, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Corrected data: this follow-up #2 is for a correction in the previously submitted follow-up #1 where the dates in these sections were incorrect. (B)(4) per exemption number e2017013.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.